Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and one month later, computed tomography of abdomen showed inferior vena cava filter in place within the infrarenal inferior vena cava, with its apex approximately 1 cm below the confluence of the right renal vein. There was a slight rightward apical tilt of approximately 6.3 degree. There was a strut that has fractured and migrated to the posterior left heart. It appeared to lie along the posterior wall of the left atrium. There appeared to be multiple penetrating struts extending outside of the inferior vena cava lumen. There was a left interior strut at the 1 o'clock position extending approximately 4 mm beyond the inferior vena cava wall which appeared to abut the duodenum and was unclear whether or not it penetrated the duodenum. Laterally, on the left at the approximate 3 o'clock position there was a strut that extended laterally approximately 5 mm abutting the right abdominal aortic wall. It was unclear whether or not this penetrated the abdominal aorta. Laterally on the left at the approximate 4 o'clock position was a strut extending approximately 6 mm beyond the inferior vena cava wall abutting the adjacent vertebral body. Posterior on the right at the approximate 7 o'clock position was a strut extending approximately 5 mm beyond the inferior vena cava wall and laterally on the right at the approximate 9 o'clock position was a strut extending approximately 2 mm beyond the inferior vena cava wall and anterior on the right at the approximate 11 o'clock position was a strut extending approximately 4 mm beyond the inferior vena cava wall abutting the adjacent duodenum. After two months, it was reported that the patient was very anxious about the filter since last visit. The patient sustained a mechanical fall and landed on her back. Since then the patient had back pain but was getting better. After one year and nine months, computed tomography chest without contrast showed 3 cm-long thin wire-like density in the right posterior aspect of the left atrial chamber. The right side of the density protruded minimally into the suprahepatic inferior vena cava. The patient had no chest pain or shortness of breath. Therefore, the investigation is confirmed for the alleged filter migration, perforation of the inferior vena cava and filter limb detachment. However, the investigation is unconfirmed for the alleged filter tilt as the filter was slight rightward apical tilt of approximately 6.3 degree. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 07/2011 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that the filter tilted and perforated into the ivc wall, aorta and duodenum. It was further reported that the filter detached and migrated to the posterior left heart. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for perforation of the ivc, filter migration, filter tilt and limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that the filter perforated and tilted into the ivc wall, aorta and duodenum. It was further reported that the filter detached and migrated to the posterior left heart. The current status of the patient is unknown.